Event description:
On (B)(6) 2007, the pt contacted integra regarding possible complications with the tibial component of the eclipse total ankle, which had been implanted on (B)(6) 2007. The pt was advised by integra to speak with the attending physician. On august 30, 2007, integra contacted the physician. The physician felt that the tibial component may have loosened due to non union of the medial malleolus. The physician indicated that he would probably revise the tibial component. On (B)(6) 2007, integra's (B)(4) contacted the pt and the following info was obtained. The pt is a (B)(6) male who has an active lifestyle. The pt has two bad ankles caused by trauma induced osteoarthritis. The pt's right ankle had been previously fused. After the eclipse was implanted the pt put no load on the ankle for 8 week; however, when he began walking he complained of some pain. The pt reported that on (B)(6) 2007 add'l x-rays were taken. The physician told the pt that the x-ray showed a separation of the tibial component the medial side. Further the pt states that the physician and another consulting physician agreed that a larger tibial component and poly component should be used.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation, (B)(4), attn: corporate complaint coordinator.